Event description:
It was reported that a spectrum pump door will not close. It was also reported there was no pt injury. During baxter's eval of a spectrum pump, it displayed the door not fully latched message.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the reported door would not close symptom, which was reproduced. The eval experienced a door not fully latched message. The messages were found to be caused by excessive force being required to close door. The door hooks and latch pins were replaced.